Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing automated peritoneal dialysis therapy. The peritonitis was manifested by severe abdominal pain and bloating. The patient was hospitalized. The cause of the event was unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. Antibiotic treatment was ongoing. Hospitalization was ongoing. On an unreported date around twenty days prior to the receipt of this report in the same month as the onset of the peritonitis and after an unknown number of days of hospitalization, the patient was discharged. On an unreported date, the patient was re-admitted to the hospital for the event. It was unknown if dianeal therapy was ongoing. The patient was not recovered from the peritonitis. No additional information is available.